Event description:
The customer would like the run data file analyzed to determine the possible cause for the elevated wbc content. The disposable set is not available for return. The pt identifier and donor unit number is not available at this time. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.